Event description:
A malfunction alarm was reported, identified by malfunction code malf 0, with fault ID 0-0x20fe. There was no reported adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, as it was still under warranty. The customer was instructed to use multiple daily injections for insulin delivery as backup therapy. They received guidance on placing the pump in storage mode and agreed to return the device using a pre-paid label within ten days.